Manufacturer narrative:
The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Engineering evaluation summary: there is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, a definitive root cause cannot be conclusively determined.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a patient with a 25mm 3300tfx aortic valve in aortic position is under evaluation for a possible valve in valve procedure after an unknown implant duration. Reason for reintervention was not provided.